Event description:
It was reported that the patient experienced a line blocked alarm 2 times during training and after the replacement of 2 infusion sets the line blocked alarm had stopped. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.